Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device has reportedly declined over the last 2-3 months.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation was planned in (B)(6) 2024 however no further information has been received.

Event description:
The user's hearing performance with the device has reportedly declined over the last 2-3 months. The user was to be re-implanted at the end of february, however no further information, despite requested, has been received.

Event description:
The user's hearing performance with the device has reportedly declined over the last 2-3 months. Re-implantation is considered. No date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance with the device has reportedly declined over the last 2-3 months. The user had good benefit with the device in may 2023. The user was reimplanted.